Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer was failed to open, and it was unable to recover. The field service engineer (fse) had found that mini drawer 1-1 was sticking when opening, with no medicine or debris causing the issue. The fse had attempts to resolve the problem by using a different control unit and sub drawer were unsuccessful. The control unit was observed to stick in the upper left corner of the metal drawer channel. The fse had resolved the issue by replacing the entire drawer with new one and restoring proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the drawer failed to open correctly. The customer stated that this malfunction caused a delay in dispensing medication to the patients. However, there were no adverse events or injuries reported due to this event.